Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty one events were reported for this quarter. (B)(4) devices were received. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by worn components. (B)(4) device evaluations are in progress. (B)(4) devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events, in which the device overheated. Thirteen reported events had no patient involvement; no patient impact. Seven reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 20 previously reported events are included in this follow-up record.   Product return status: 19 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 19 reported events were not confirmed during testing; however: 5 devices were found to be affected by corrosion. 14 devices were found to be affected by corroded and gritty components. Additional information 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes 21 malfunction events, in which the device overheated. 13 reported events had no patient involvement; no patient impact. 7 reported events had patient involvement with no patient impact. 1 reported event had no known patient involvement or patient impact.